Event description:
As reported, a 5f mynx control vascular closure device (vcd) entered a non-cordis sheath, the operator felt a strong sense of resistance, so the vcd was removed. The sealant protection cracked while passing through the sheath, so the sealant first met the blood and reacted. Manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The vcd was stored, prepped and used in accordance with the instructions for use (IFU). The vcd was used in a percutaneous transluminal angioplasty procedure using a retrograde approach. Patient information was requested but is not available. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the mynx device and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The sheath was not kinked or bent upon removal. There was no visible bend or damage in distal end of the balloon shaft after removal. Excess force was applied during insertion. There was little access site vessel tortuosity. The sealant sleeves (cartridge assembly) were not out of position. The device was removed from the package in accordance with the IFU. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.